Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited red alert for ventricular tachycardia mode set to value other than monitor plus therapy. Additional information received the field representative could not confirm reason for device deactivation. This crt d remains in service. No adverse patient effects were reported.